Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was experiencing exposure issues. It was unclear what that meant, but it was possible that the system was unable to take scans. There was no patient involvement.

Manufacturer narrative:
H6): the manufacturing representative (rep) went to site to test the imaging system and confirmed generator is not booting, found ps1 power supply voltage at 4.8vdc. Reseated power supply ps1 connections and adjusted to 5.15vdc. System boots normal with no issues, rebooted several times with no issues. Completed 2d & 3d exposures with no issues, completed system checkout. Verified system operation, return to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.